Event description:
The piezon master 400 is an ultrasonic scaler. The system consists of an ultrasonic generator and a handpiece which transforms the ultrasonic energy by a high frequence vibration transmitted to an instrument (tip). The tip is used on the tooth surface in order to remove tartar, which can be situated on the tooth (which is removed by scaling) or between the tooth and the gum (which is removed by deep scaling). During deep scaling, the pt was burned on the lower left lip by the shank of the tip. The pt now has a scare on the lip. The person who performed the prcedure was the dr's associate (hygienist). The device was in use for 2 years and is still in use without problem.